Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the customer had been experiencing ongoing high blood glucose (bg) levels (489 mg/dl at its highest) and a corrective bolus was delivered to address the high bg. The customer had been hospitalized for an undisclosed cause (not pump or supplies related), while in the hospital, the customer was given lantus instead of humalog and it was thought that the pump settings were changed; both were thought to be a possible cause of the high bg levels. The customer stated that the pump settings would be reviewed the her healthcare provider.